Event description:
The patient presented experiencing chest pain and dyspnea. An x-ray revealed that the leadless pacemaker (lp) was dislodged near the lung. The patient was admitted for treatment for an unrelated underlying condition. The patient passed away as a result of an anterior wall infarction. The lp did not cause the patient's underlying condition which resulted in the patient's death.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.